Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres for 5 seconds, the balloon ruptured at the proximal part of the balloon. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries, reported and the patient condition was good post procedure.